Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the mid left anterior descending artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.0 x 32 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2011, post index procedure, the subject had elevated troponin values and an mi was reported. No action was taken to treat this event and the patient was discharged the next day on aspirin and clopidogrel.

Event description:
It was further reported that the site has changed their assessment of device relationship to unrelated.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).